Manufacturer narrative:
Initial reporter information not provided due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that deployment was initiated from the right middle cerebral artery (mca), and the sleeve was removed. Subsequently, deployment was performed up to the midsection, but overall deployment was poor. Redeployment was attempted, but the result was the same. Deployment was carried out up to the proximal section, and slight expansion was observed; however, it was determined that the issue could not be resolved with pta or massage, and the device was retrieved. There was deployment failure in the shaft center, distal stent region. The pipeline was not located in the tortuosity of the blood vessel. Response to the question "to what extent did the pipeline deployment failure occur" was "more than 50%." The pipeline was resheathed 2 or less times. There was not any kind of operation, such as using another device to deploy the stent. The stent was removed from the patient's body. The pipeline was resheathed and collected along with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used in an approved (on-label) indication. The device were prepared as indicated in the package insert. The patient was undergoing surgery for treatment of a saccular, unruptured right ic-para aneurysm with a max diameter of 7 mm and a 3 mm neck diameter. The blood vessel diameter in the landing zone was 3.7 mm distally, 4.8 mm proximally. It was noted the patient's vessel tortuosity was weak. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level appropriate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open was not determined. The pipeline did not open in the middle at the first deployment and in the proximal segment at the second, though it was noted it was poorly deployed overall. The pipeline was not positioned in a vessel bend when it failed to open.